Event description:
Phyisician was performing a therapeutic procedure on a patient but the device malfuctioned. The physician then obtained a second device. During this second attempt to remove stones from the patient's common bile duct (cbd) the physician entered the duct with a second trapezoid (same product and batch no). They caught the stone and again tried to crush it using the alliance inflation device, again the tip wouldn't release, and again they heard a "snap" in the handle area, but this time they were unable to release the stone. Consequently, the clinician cut through the trapezoid catheter and the patient was sent down to surgery to remove the device basket and stone from the patient's cbd. The complainant reported that the basket and stone were successfully removed from the patient during the surgical procedure. The complainant indicated that other than the successful surgical procedure that was performed there was no adverse affect on the patient as a result of the reported malfunction. Please reference medwatch report number 6000048-2005-00046 which reports the malfunction that was reported to have occurred with the first device used in this event.